Event description:
During surgery, the tip of the periostal elevator broke off. X-ray revealed tip in the open wound. Tip was removed prior to closure. No adverse outcomes due to this event were observed by the pt's physician.